Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-may-24. It was reported that the cause of the empty pump was related to the patient wanting to turn the pump off and not wanting anything more to do with it. The patient had reportedly cancelled appointments to shut the pump off, and later chose to refill the pump because he did not want to start taking oral baclofen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained saline [8000 ml/ml] at a dose of 500 ml/day. It was reported the empty pump alarm was occurring. The hcp had access to the clinician programmer. The pump had saline in it since (B)(6) 2016, and the patient was planning to turn the pump off, but now had changed their mind and would like it filled. The hcp stated the pump went empty about 6 weeks ago, but they did not have a specific date (estimated date is (B)(6) 2017). They were filling the pump the day of report with an unknown brand of baclofen [500 mcg/ml] at a dose of 50 mcg/day. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.